Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic rhinitis, irregular periods, uterine bleeding, breast lump and paratubal cyst. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (carmping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal infection ("infection (other) describe: vaginitis after removal"), migraine ("migraines / headaches"), adnexa uteri pain ("ovaries pain "), back pain ("back pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), pyrexia ("fever"), procedural pain ("pain") and infection ("infection") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, diagnostic hysteroscopy, dilation and curettage, oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, menorrhagia, vaginal infection, migraine, dysmenorrhoea, dyspareunia, adnexa uteri pain, back pain, vaginal discharge, fatigue, weight increased, alopecia, pyrexia, procedural pain and infection outcome was unknown. The reporter considered adnexa uteri pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, infection, menorrhagia, migraine, pelvic pain, procedural pain, pyrexia, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure removal information in current fu, it was reported as , essure was not removed. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. X-ray in 2012: everything was closed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs and mr received. This case is incident now. The previously reported event injury was replaced with hormonal changes, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (other) describe: vaginitis after removal, migraines / headaches, dysmenorrhea(cramping), surgery (other) type of surgery: d&c, dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain/loss specify which one: weight gain, hair loss, procedural pain, infection nos and fever. Patient's medical history was added, laboratory data was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.